Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014. "The pt presented 2 days later with severe abdominal pain, nausea, and vomiting. Her blood work and CT-scan were negative in the emergency room; however, she appeared to have an acute abdomen on examination. She was taken to the operating room for a laparoscopy at which time the uterine fundus was noted to be "devascularized and necrotic consistent with a transmural thermal injury across the entire fundal surface." A hysterectomy was performed at that time which was notable for friable tissue in areas where no cautery effect was identified. The bowel was closely inspected but no injury was noted. The pt was discharged home in stable condition. Approx one week later, the pt reported leaking stool from the vagina and was evaluated immediately for examination with confirmed evidence of a recto-vaginal fistula. She was taken to the operating room at which time a thermal injury of the rectosigmoid was identified associated with scarring and perforation into the vaginal wall. She underwent a bowel resection and repair of the fistula. She did not require a colostomy. The pt has done well post-operatively.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. No abnormalities were noted and a relationship cannot be established between DHR and current complaint. (B)(4).